Event description:
The patient reported swelling below the knee and calf that graduated to burning and pain. It was noted that the troubleshooting/interventions already performed was water pills. No trauma/falls reported that could be related to the issue, but the issue began following a return from a cruise. The patient was having stress test but not the treadmill kind and didn't know if it was the nuclear. They were also having some type of vascular tested. It was stated they were unable to read the doctor's handwriting. It was noted that the swelling was sudden, but the other symptoms were gradual. The initial onset of the swelling was 2015 and burning/pain began in 2016. The patient was implanted for parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.